Event description:
It was reported that shortly after implant of this left ventricular (lv) lead, an x-ray was performed and issues with the initial placement position were observed. This lv lead was explanted and at this time, no new lv lead was implanted. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.